Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was leaking. This occurred during fill two of six of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. Renal therapy services (rts) assisted the hp in disconnecting and ending the therapy session. The hp would start over with new supplies. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.